Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the alarms res was leaking. The pressure was not sustained during surgery. Per additional information received, there was minimal bleeding issue during surgery because machine was not able to hold the pressure, but there was no harm to patient and no intervention was required. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device was alarming reservoir leak. The customer returned an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated a.t.s. 3000 tourniquet serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was december 20, 2010 where it was reported that there were problems with the cuff not deflating fully and the year old battery was replaced. This is not a related issue. Initial qa inspection of the a.t.s. 3000 tourniquet on december 19, 2017 revealed that the slow inflate clippard valve had a cracked diaphragm that was creating the reservoir leak. The quick reference cards, battery and housing also needed to be replaced. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical on december 19, 2017 which included replacement of the front housing, rear housing, alarm button switch, I/o button switch, damaged pole clamp cover, labels and main side clippard valve. A.t.s. 3000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event was due to the cracked diaphragm on the slow inflate clippard valve. The reported event was confirmed since during the initial inspection it was noted that the slow inflate clippard valve had a cracked diaphragm that was creating the reservoir leak. The issue was resolved with the replacement of the front housing, rear housing, alarm button switch, I/o button switch, damaged pole clamp cover, labels and main side clippard valve. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 3000 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.